Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that there was the failure of the video transmission. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that despite multiple checks and long test runs, the reported phenomenon (communication error) was not duplicated, and that there was no damage on the subject device. Oekg surmised that the reported error could be also occurred by the video processor, the monitor, or the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, osmc surmised that the reported phenomenon was attributed to the temporary communication failure due to dirt or a foreign object adhered to the electrical contacts of the video connector. If additional information is received, this report will be supplemented.